Event description:
It is reported the patient is experiencing pain, rotation of the knee inward and a leg length discrepancy.

Manufacturer narrative:
This report will be amended when our investigation is complete.